Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having problems with their stimulator sending signals all over their body and it was not feeling too good right now. The patient clarified that they meant the stimulation would go into their left foot, right foot, head, arms, everywhere but in the middle where it was supposed to be (clarified by "middle" patient meant the bicycle seat area). The patient stated they wanted to turn therapy completely off because they didn't want to feel the stimulation any more. The patient was instructed how to connect with their implant to turn therapy off. The patient also reported when they went to the doctor last week they could not get it to connect at all and stated "that was why they thought it was broken" (it was unclear what the patient meant by this statement). The patient confirmed they were not charging the communicator while trying to use it. General use of the external devices and how to connect with the implant was reviewed with the patient. The patient successfully connected with their implant on the call and stated the therapy was on. The patient successfully turned therapy off. The patient confirmed not feeling stimulation with therapy off on the call but stated they could sometimes feel it with the therapy off and inquired about this. The patient was redirected to their managing healthcare provider (hcp) to further discuss. The patient reported they asked their doctor to take the implant out and stated their doctor said no, and that they would take it out to replace it but they would not take it out and leave it out. The patient stated now they were going to a different doctor that was going to take it out. When asked for an event date, the patient stated it had always done that and stated when they first got it was down their right leg because [the device was] in their right hip and the pain was almost impossible to stand and it would go straight down the r ight leg. The patient stated then it started to move around a little bit and stated they fell so they called and made an appointment at their previous doctor's office (patient stated this was maybe 6-8 months ago) and they took an x-ray of it and said everything looked good and they could take it out and put a new one in. The patient stated they were not opposed to that until after they went home, a couple days later, when it first started it was never in the middle and after they fell it was never in middle and if they went to the doctor they would fix it by putting it on the program and then it would go back to the middle and stay there for a couple hours but then it would start going all over the body again. The patient also stated the intensity was getting worse and it wasn't too bad at first but they could feel it at different places. The patient stated the last month they would say it had gone bonkers and it would start up at the top of their left foot and the patient thought at first they were itching because that's what it felt like and it started getting more intense and sometimes it would just go there and stay there all the time and would leave after a couple of hours, then it would go to their butt, left side of their head, arms, and different places. It was noted that it was very difficult to follow the patient when they were providing the event details. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The patient provided the name of their current managing hcp.